Manufacturer narrative:
(B)(4). Method, results, conclusions: the investigation is still ongoing on this event. When the investigation is completed, a f/u report will be sent to the FDA.

Event description:
The pt was scanned with the sense head coil and received a large second degree burn on the abdomen region a few hours after the mr examination. The investigation is still ongoing on this event and a final report will follow.